Manufacturer narrative:
Other, other text: b5: additional information received at smiths medical 30-jun-2021: no patient incident ? Found during testing. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated and it was confirmed. The device was found to have an alarm error code 41622 in red screen during motor testing and its indicate a problem with motor, optic switch cam flex sensor, and debris issue. The device was opened for further investigation and found debris caught between gears. The debris were removed. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an error message 4162. There was no reported adverse event.